Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are having issues with their recharger and stated their doctor thinks it might need to be replaced. Patient reported on the call due to tremors they were shaking all over the place so it was hard to read the recharger serial number. Agent inquired about issue with recharger and patient stated they have a hard time trying to say what is happening exactly as they have a hard time recalling recent events, but stated they can remember events from a long time ago. The recharger is unresponsive. Patient reported when they put the recharger antenna on their implant and press the green start charge button, nothing comes up on the screen. Patient stated the screen is blank. Patient stated they recharge their recharger every night and stated they charge their implanted neurostimulator twice a day, morning and night. Reviewed wireless recharger transition process with patient. Patient stated they don't know if their implant is going to be good on charge because they have gone 1.5 days without charging before and when they charged it, there was a note on it that said they had to recharge it right away. Patient stated they don't know if they will have any charge left by friday. Agent sent email to repair to send wireless recharger kit and drape to request.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from consumer stating the replacement device has resolved the issues of charging the ins.